Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that while performing diathermy during the procedure, the pt's pacemaker stopped working. Diathermy was stopped but the pacemaker did not return to normal function and the pt was asystolic for 20 seconds. The pt was safely placed through psa. The pacemaker was interrogated and found to be fully functioning. During the procedure, the forcefx generator was set at 30 cut and 30 coag.